Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed the ac lemo connector pin # 2 was burnt, and pin # 3 was burnt and had melted. Carefusion scrapped the defective component and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a lemo connector with burnt pins. The customer was attempting to install the connector and realized something was wrong. This reported issue was discovered while being serviced, therefore there was no patient involvement.